Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had intermittent button response due to flatten dome switch on all of the buttons. No button error alarms noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer had issues with the batteries in the insulin pump. Customer stated that he keeps getting a button error alarm. Customer was using about 3 batteries in 2 weeks. Customer stated that the buttons are functioning on the pump. Customer declined troubleshooting for the battery issues. Customer stated that sometimes it will last more than 7 days and sometimes less. Customer's blood glucose level was 150 mg/dl. Customer stated that he works in an area where he is rolling out in attics. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.